Manufacturer narrative:
Product complaint# (B)(4). Investigation summary: I one photo received. Upon visual inspection of a photo, the following was observed: the photo shows a device with a blue reload loaded from top view and knife slot can be seen damaged (risen). Based on the photo reviewed, the event description of difficult to open, damaged jaw is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a whipple procedure the surgeon fired the powered 45 compact stapler to resect and remove part of pancreas & duodenectomy. The stapler would not release after firing. The surgeon placed clamps around the targeted area and cut around the anvil to release the specimen. At this point the specimen was on the back table with the device still locked on. The reverse button and the manual over-rides was used but didn¿t work. The sales rep returned to assist with opening the device. The sales rep instructed the surgical tech to advance the manual release trigger again and the device then opened. After this time the sales rep inspected the device and noticed that the anvil was bent on the inside of the jaws. It was not reported how the procedure was completed. The procedure was delayed by thirty minutes. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). User facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4).batch # r5a78k. Device analysis: upon visual inspection of a photo, the following was observed: the analysis found that one pcee45a device was returned with the anvil bent upwards and with one gst45b cartridge loaded in the device. The cartridge reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.